Event description:
A nurse reported that a sodium profile treatment was being performed with a system 1000 hemodialysis device and the treatment parameter automatically changed to the default sodium setting. Two hours into a three and one half hour treatment it was noticed that sodium profiling was not being performed. Sodium profiling was then re-programmed. About one half hour later the pt became lightheaded and hypotensive. The device issued a "low blood pressure" alarm. The dialysis treatment was discontinued and it was determined that the device was again not in sodium profiling. The pt was administered 10cc of 23.4% sodium chloride and 2l of oxygen via nasal cannula. The pt was stable at discharge. The pt ultrafiltration (uf) goal was 3.4kg but actual uf was 2.8kg. The treatment parameters were 300ml/min blood flow rate and 800ml/min dialysis flow rate.